Event description:
The notification received for the study indicated that a male underwent implantation of a 3.00 x 28mm cypher select plus stent in the proximal left anterior descending artery (lad) and a 3.00 x 18mm cypher select plus stent in the proximal circumflex. The lad was an in-stent restenosis of a previously implanted palmaz schatz stent. At the six month follow-up in late 2007, the pt had angina. In early 2008, the pt complained of angina, an angiogram showed that the stents in the circumflex and left anterior descending artery (lad) were still widely patent, but a new disease had developed, namely a critical stenosis in the distal part of the main stem. The pt was advised to have CABG. The event was graded as unrelated to the implanted cypher stents. The stenosis in the distal left main was within 4-5mm of the implanted cypher stents. This will be captured as peri-stent restenosis.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product remains implanted in the pt and was not available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. This device is one of three products associated with this event. Please refer to MFR report# 9610978-2008-00231, 9616099-2008-00225. Additional info will be submitted within thirty days upon receipt.